Event description:
On (B)(6) 2010, the pt was implanted with a trial scs sys. When the pt came in to have the extension removed, the doctor cut the header off the extension and the nurse then pulled from the end of the extension that was connected to the trial stimulator to remove the body of the device. When the extension was pulled out, half of the lead body had exposed wires. It is believed that the sheath for the exposed half of the body is still in the pt. The doctor proceeded with implanting the permanent sys in the pt. The ipg was implanted and connected to the existing lead.

Manufacturer narrative:
Eval: method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.